Manufacturer narrative:
(B)(4) - no available code for undetermined or unknown cause. The customer's report of air in the tubing interspersed with fluid was not confirmed. During visual inspection of the returned set the distal male luer tip was found broken off and lodged in the female luer of the received non-carefusion valve. No air was seen in the set. Three infusion tests were performed on the set using different flow rates programmed on an alaris pump. The tests were completed successfully without any air in line errors or alarms. The root cause of the broken male luer was not identified. No air was found in the tubing.

Event description:
Customer reported visualizing air in the tubing interspersed with fluid. Air did not reach the patient. There was no report of patient harm or medical intervention. No additional information was provided.